Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading in the incorrect unit of measurement. The pt takes the same dose of lantus insulin every night at bedtime and humalog insulin by sliding scale before each meal. On thursday before dinner, the pt obtained a result of 75 on the reported meter while feeling shaky. They believe that they took insulin, but didn't recall the dose. They then ate dinner as normal. They went to sit down in a chair to watch the 6:00 pm news. They woke in a chair at 9:50 pm, not remembering what had happened since 6:00 pm. However, their neck had been fractured. The pt's doctor thought the pt might have fallen and then got back into the chair on their own. The pt was hospitalized and fitted with a neck brace. They were discharged and are staying with a family member. They are currently advised by their doctor to not take sliding scale insulin if their blood glucose level is < 150 mg/dl. Based on the information provided, the pt's symptoms of shakiness matched the meter result of 75 mg/dl. They believe that they took insulin after testing and before dinner. It is likely that they become hypoglycemic due to taking insulin when their blood glucose level was low. The customer care representative confirmed that the meter was set to mmol/l instead of mg/dl. The pt had not noticed the decimal point in the meter result until sunday, which was 3 days after the time of concern. The pt stated that the meter had previously been set to the correct units of measurement and they had not recently changed the units of measurement in the meter settings. However, they stated that the meter might have been dropped a couple days before. The meter may have spontaneously changed the unit of measurement. The meter was replaced.